Event description:
It was further reported that the patient was given an MRI and the MRI center was well aware that the patient had a sacral nerve stimulator. The patient had shocking in their leg. The patient thought the MRI damaged their device.

Event description:
It was reported that the manufacturer representative worked with healthcare provider the night before reported event date on a patient which was having replacement due to the fact that everyone thought her device was compromised by having an MRI done. (Not a head coil MRI) the patient daughter¿s states her mom had to change her pcp (primary care provider) due to insurance and the new pcp ordered an MRI. The doctor as well as the MRI center were aware she had the neurostimulator implant. After the MRI she began experiencing pain down the inner leg to the toe. She would experience cramping in the entire leg. Additional information reported that the doctor placed a lead on the contralateral side of the old lead. The intervention needed was replacement procedure. The patient¿s daughter thinks the pcp doctor unnecessarily prescribed an MRI and the MRI caused her to have pain. The manufacture representative was not sure of the patient outcome but noted that the patient seemed to be fine after case.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v017157, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy112866h ) showed ins battery normal end of life. No telemetry and no output. No significant anomaly. It was also noted that no anomaly found with the ins hybrid. Destructive analysis of the battery found no evidence of an internal mechanism for premature depletion. No problem was found with the ins internal battery.

Event description:
Additional information received reported that the cause of the event was determined to be caused by damage sustained following an MRI on (B)(6) 2014. Reprogramming was reportedly attempted without resolution. The patient¿s status was unknown. The patient received a neurology consult on (B)(6) 2014. A follow-up report will be sent if additional information about the patient¿s outcome is reported.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v017157, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reports caller states the patient had her stimulator replaced on (B)(6) 2014. Caller states she was told by manufacturer representative to call patient services regarding the stimulator that was replaced. Caller states representative had given caller patient's explanted stimulator. Caller states patient had, had a MRI and healthcare provider stated that the MRI could of caused problems with patient's now explanted stimulator. Caller states at explant surgery, the representative told caller that there were two little burns on explanted stimulator, but representative would have to send it in for analysis for further information. Caller states representative supposedly took explanted device and was going to send it in for analysis. The caller was asked if the patient's original implant replaced due to normal battery depletion and caller states "they never said that." The reason for ins (stimulator) replacement was noted that the patient said she has been feeling funny about stuff ever since she had an MRI and the doctor asked her why would you need an MRI when you have a stimulator, no doctor was supposed to give you an MRI and he said it probably could of caused problems." Caller states hcp(healthcare provider) had stated the MRI could of "fried it." Caller states patient was having no problems with her stimulator prior to MRI and after MRI she was having problems. Caller states MRI was performed on patient in (B)(6) 2014 and ever since MRI the patient had experienced problems with now explanted stimulator. Caller states the patient was having pain on her spine and pain shooting down. Caller states the patient saw several doctors and no one could figure it out and then they said it could be stimulator causing patient's problems. It was unknown if the representative was notified of all issues mentioned in today's call. Caller states healthcare provider told representative that the patient needed to have stimulator replaced. Caller states then day of surgery (B)(6) 2014, the patient had told representative not to lose the explanted device because they need to find out what happened to the stimulator that caused the patient to have continued problems because the patient ended up having spinal problems after that, severe spinal injury problems, "seeing that the stimulator was connected to very sensitive areas, even her spinal doctor said we cannot connect the two until we find out what happened to the stimulator because you have very teeny little wires connected to her." The caller was asked again when was the representative was notified of all issues and caller states day of surgery (B)(6) 2014. It was reported that the caller states back in july 2014, they had sent an email to the representative asking status of analysis of explanted device and representative had responded that he had filled out the report and that it was "in house" and it was in process. It was noted that the device was currently in analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.